Manufacturer narrative:
Initial reporter name and address: (B)(6). Device evaluated by MFR: a kink was observed in the sheath assembly and the imaging window detached near the lapjoint section, the detached portion did not return for analysis. It was noticed during the impedance analysis that the device had an electrical failure at the proximal end of the device. After the impedance was tested, the imaging core was removed from the rest of the device, and an imaging core windup with broken driveshaft was encountered. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
Reportable based on device analysis completed on 14sep2021. There was no known reported issue with this opticross hd device. However, device analysis identified a separation at the lapjoint.